Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).